Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 16 nov 2018. It was reported that difficulty crossing were encountered. A 3.00 x 32 synergy drug-eluting was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient serious injury or adverse event were reported. However, returned device analysis revealed stent damage. Device evaluated by manufacturer: a visual examination of the stent found damage to the proximal section of the stent with stent struts bunched in a distal direction along the balloon. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 820 mm distal from the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.